Manufacturer narrative:
On (B)(4) 2015 per the user facility's biomedical engineer (biomed), the unit works and he believes he had air in the line. On (B)(4) 2015 per the biomed, he corrected problem by priming the lines. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the heater cooler unit stopped pumping on the right channel. No other details regarding the nature of this event were provided.